Manufacturer narrative:
The technician found the hydraulic valve was dirty. He replaced the valve to repair the bed.

Event description:
Information received indicates the head of the bed is slowly drifting down.